Event description:
Initial surgery to implant ringbek shoulder bipolar. Everything fine. Pt sent to nursing home. Pt had a pull to arm and product came apart (dislocated). Pt had 2nd surgery to correct problem. Md feels ringbek shoulder bipolar is not strong enough.